Event description:
Pt in hosp due to high bgs.

Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. Pump investigated. Motor broke free from epoxy seal. Motor became misaligned causing multiple occlusions.